Event description:
Boston scientific crm received info that this lead was removed due to the physician's concern that the lead dislodged, six months post implant. Upon explant, there was a tissue plug observed in the helix mechanism. A new lead was successfully implanted and this lead has not been returned.